Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed lateral movement in the swivel base in the locked condition and required replacement parts. Repairs have been completed and the unit meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the pins are in place and locked, the mayfield modified skull clamp still moves. No additional information has been provided.